Event description:
The fse reported that the system intermittently displayed a joystick stuck error and had to be rebooted. This caused an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5 volt power supply and tightened the lemo connector. The system operates as intended.